Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Upon interrogation of device, it was noted that device was in backup vvi mode. The cause was unknown. The device was restored to original programmed settings. The patient was stable.